Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
Per sales representative when the doctor was attempting to reduce the zygoma by using repositioning pin, the pin broke during this process.

Event description:
Per sales representative when the doctor was attempting to reduce the zygoma by using repositioning pin, the pin broke during this process.

Manufacturer narrative:
A confirmation of the reported event was not applicable because the instrument was not returned. Because the affected instrument was not returned for investigation a metallurgical examination ¿ indispensable in such cases ¿ cannot be performed and it is not possible to determine the root cause. According to previous investigations the possible root causes could have been: ¿ too high torsional forces during insertion; ¿ the user applied too high bending forces upon to the thread due to not completely cut off zygoma; ¿ insufficient cleaning caused pitting corrosion ¿ corrosion favours breakages. ¿ the instrument was used as a lever. Device was unable to be returned.